Manufacturer narrative:
Additional information provided in d.4, d.10, h.2, h.3, h.4, h.6 and h.10 two used company iii (d) cartridges were returned for evaluation. There did not appear to be an adequate amount of viscoelastic in either cartridge. Both cartridges have evidence of placement into a handpiece. One cartridge nozzle is cracked and splits as it extends into the thinner tip area. The second cartridge nozzle has a large aneurysm/is cracked and splits as it extends into the thinner tip area. The damage on the top of the nozzles started in the thick wall cone area. Product history records were reviewed and documentation indicated the product met release criteria. A qualified lens model was indicated but it is unknown if it was in the qualified diopter range. A qualified handpiece and viscoelastic were indicated. The reported tip damage was observed. The root cause for the observed damage may be related to a failure to follow the dfu. Both company iii (d) cartridge nozzles have a crack that splits as it extends into the thinner tip area. The damage on the top of both nozzles started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The dfu instructs to use viscoelastic, which has been allowed to come to the operating room temperature. Both cartridges also have an inadequate amount of viscoelastic observed in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issue this type of damage may also occur if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that two company cartridges were cracked while implanting the intraocular lens (iol) . The surgeon was able to complete the procedure the same day using the same lens. There was patient contact and no patient harm. Additional information was requested.